Manufacturer narrative:
(B)( 4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/20/2025, it was reported that the patient began feeling unwell and was noted to have incoherent speech. He requested to be taken to the hospital. At that time, his dexcom receiver was showing egv 90 mg/dl, and he did not perform a fs bg check. In the emergency room (ER), a fs showed low blood glucose and subsequent laboratory testing confirmed a blood glucose level of 20 mg/dl. The egv at that time was not documented. The patient was immediately treated with IV glucose and admitted to the hospital for monitoring. As of the time of reporting he remained hospitalized for blood glucose management, his sugar was now control however no discharge date had been provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.